Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). This report of a use error was confirmed and the cause was identified as the patient using a previously used saline bag to start a new procedure. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting of a check heater line alarm that occurred on the homechoice (hc) display during fill, the home patient (hp) revealed that he had set up with two new solution bags and one old solution bag. The technical service representative (tsr) assisted to end therapy, advised to set up all new supplies and notify the nurse about re-using supplies. There was patient involvement and there was no patient injury or medical intervention associated with this event.